Manufacturer narrative:
(B)(4). Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology - calcified with 90% stenosis). Deformation problem (catheter). Related to operational context (attempts to advance and remove the device have most likely caused the device to kink and detach). Conclusion results: device failure/lack of effectiveness related to patient condition (lesion morphology - calcified with 90% stenosis). Related to operational context (attempts to advance and remove the device have most likely caused the device to kink and detach).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (3.50mm x 18mm) to a little calcified lesion in the rca with 90% stenosis. Resistance was encountered and the device could not cross the lesion. During removal the doctor found the proximal shaft of stent was kinked and then broke off outside the patient. The shaft of the resolute integrity broke off at about 30cm from proximal hub during the procedure. The lesion had been pre-dilated and another non-mdt stent had failed to cross. The physician changed to another brand stent to complete the procedure. The device was inspected before use with no issues noted. There were no clinical sequelae reported. Device evaluation: the stent was positioned between the marker bands as per specifications. There was no damage evident on the stent. The hypotube had detached distal to the strain relief. The detachment sites were oval and jagged. Additional kinks were present on the proximal hypotube section.